Event description:
Boston scientific received information that high shock impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The physician was going to replace the device for normal elective replacement indicator (eri) the following week and they were wondering if the lead should be replaced as well. Boston scientific technical services (ts) discussed the factors to be considered when deciding if a new lead should be implanted. No adverse patient effects were reported. The device and lead remain in service. Additional information received indicating that the device was already explanted and replaced. The physician decided to keep the lead as measurements during defibrillation threshold (dft) test were normal. The device will not be returned as the patient took it home. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.